Manufacturer narrative:
(B)(4). Date of event: publication year of 2003. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the specific adverse events reported in the harmonic scalpel group? What is the specific number of patients in this group who experienced these events? Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: harmonic scalpel tonsillectomy in children: a randomized prospective study. Author : j. Paul willging, md, and brian j. Wiatrak. Citation: otolaryngol head neck surg (2003); 128:318-25. Doi: 10.1067/mhn.2003.71. The aim of this study is to evaluate postoperative morbidity after use of the harmonic scalpel (hs), an ultrasonic dissector coagulator (ethicon), or conventional electrocautery (ec) during tonsillectomy. This randomized prospective study involves 120 patients with recurrent tonsillar infection, adenotonsillar hypertrophy with airway obstruction, and tonsillar asymmetry who underwent tonsillectomy. The patients were divided into 2 groups: in harmonic scalpel group, 61 patients (24 male and 37 female; mean age: 6.3 [5.6-7.0] years) used the harmonic scalpel, an ultrasonic dissector coagulator (ethicon), and in electrocautery group, 59 patients (29 male and 30 female; mean age: 6.9 [6.1-7.8] years) used the conventional electrocautery during tonsillectomy. Both the hs and the ec techniques were performed by grasping the tonsil for traction and incising the anterior tonsillar pillar to expose the tonsillar capsule. The superior pole was mobilized, separating the tonsil from deeper tissue in the relatively avascular plane adjacent to the tonsillar capsule and continuing to dissect the tonsil from superior to inferior pole. Reported complication in the harmonic scalpel group included primary hemorrhage (n-1), adverse event (n-?), pain at post operative day 1 (n-?), pain at post operative day 2 (n-?), pain at post operative day 3 (n-?), pain at post operative day 4 (n-?), pain at post operative day 5 (n-?), pain at post operative day 6 (n-?), pain at post operative day 7 (n-?), and pain at post operative day 14 (n-?). In this study, 9 of 117 subjects reported presence of blood, of which 1 was a primary bleed. Of these 9, 3 required surgical intervention. No differences in hemorrhage were found between hs and ec groups. In conclusion, the use of the hs in pediatric tonsillectomy showed no increase in intraoperative or postoperative blood loss compared with the use of ec, and hs provided possible clinical advantages over ec in patient comfort.